Event description:
It was reported that (4) 355hr were used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon informed rep that one of the ports of the (4) 5mm's used failed four times. The only instruments the surgeon used in this port were the lcsc5, endo-peanut, and blunt dissector. Four times the outer gasket seal tore, enough to lose significant "pneumo". The surgeon was very understanding and admitted that he put considerable torque on this port, and that it was a six hour case. The surgeon did not think it should have torn four times. The scrub replaced with a new 355hr each time. There was no consequence to pt.